Event description:
The user facility performed a ventilator pre-use check. The ventilator was placed on the pt and cycled once (one breath) then stopped cycling. The pt was not in an MRI setting. The pt was taken off the ventilator and manually ventilated. No harm or injury occurred to the pt.

Manufacturer narrative:
(B) (4). The ventilator was returned to the smiths medical pm, inc. Technical service department for eval. Upon eval, technical service found that ventilator would not cycle. The ventilator is being returned to (B) (4) for further eval. Attachment 1: user facility questionnaire response. Attachment 2: technical service eval results.